Manufacturer narrative:
Information contained in this report was previously submitted through psr on 26/apr/2011 and 23/apr/2012. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "lump/nodule" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "a lump or thickening in or near the breast or in the underarm area".

Event description:
Patient reported having ¿not enough milk production, pain," and " "lump or thickening in or near the breast or in the underarm area." Healthcare professional reported "swelling" and "exchange from textured to smooth due to the concerns of the product." Healthcare professional additionally reported "evidence of possible hematoma which could have occurred at the time of mammogram". Device has been explanted. This record is for the right side.